Event description:
The customer reported that monitor fell and was damaged. No pt harm was reported.

Manufacturer narrative:
(B)(4): no adverse pt event was reported to have resulted from the occurrence. This is not being considered a device malfunction. Damage sustained in the fall is not considered as a malfunction. No indication of a defective mounting solution, or any other mechanical defect contributing to the drop, was provided nor was a defective mounting or defective part alleged to have caused. It was not expressed as an unexpected drop which caused that the mms broke. Please note that this device failure is considered a physical damage most consistent with improper user handling and therefore, not a malfunction of design or labeling; we will consider this as due to use outside normal and expected. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.